Event description:
Philips received a complaint on a patient information center ix indicating that on 22 mar between 1130 and 1400 hrs an alarm did not sound in room 411f. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included review of the event log and configuration file and troubleshooting with the customer. The results of the analysis indicate the pic ix log audits show the monitor alarmed correctly on several alarms during the timeframe indicated, including brady and desat alarms. The technical logs do not show any malfunction of the pic ix and without a more precise time or indication of which specific alarm is concerned, which was not able to be provided, a more in-depth analysis is not possible. The logs cannot confirm if sound was audible; however, the customer did confirm that audible sound worked correctly before and after the event. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be established as the specific alarm concerned and the exact time of the event is unknown. The rse provided the customer with information regarding alarm behavior and configuration. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.